Manufacturer narrative:
Concomitant medical products: product ID: 435135, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2011, product type: lead.(B)(4).

Event description:
A patient implanted for gastric stimulation and gastrointestinal/pelvic floor reported having three bacterial blood infections; the first infection was in (B)(6) 2015 and the second and third infections were in (B)(6) 2015. She was wondering if the implantable neurostimulator (ins) could be causing it. Her medical port and everything else except the ins had been changed out and the infection kept recurring. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.